Manufacturer narrative:
Additional product code: jds. (B)(4). A product investigation was completed: the returned implants are part of the locking compression plate (lcp) system and discussed in the 3.5mm lcp medial distal tibia plates, without tab technique guide and the 3.5mm lcp low bend medial distal tibia plates technique guide. The three (3) reported locking screws were received in intact condition. The part numbers of the locking screws were identified as 212.115 (quantity 2) & 212.116 (quantity 1). Each returned screws were inspected under 5x magnification and no damage was observed on either threads on the shaft or the screw head. The threads in the screw holes of the plate did not show any sign of defect or damage. The balance of each implant shows wear consistent with implant and explant which would not impact functionality. Replication of the complaint condition was possible as locking screws-plate locking mechanism was tested through functional test; however the post and intraoperative forces cannot be replicated during investigation. Locking screws fit and lock per expectation in the plate holes. The relevant drawings were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Dimensional inspection of the screw was performed. The thickness of the plate was inspected and found to be within the specification. The returned parts were determined to be suitable for their intended use when employed as recommended. Plate (part 02.108.315, lot l237971, quantity 1) and 3.5mm cortical screws (part unknown, lot unknown, quantity 3) were returned as concomitant devices without an alleged complaint condition. Upon visual inspection there is no evidence that this device contributed to the complaint condition. Various factors impact the forces encountered by the implants such as, but not limited to, fracture reduction, bone healing, surgical technique, and patient factors (compliance, activity level, and comorbidities). However, these factors are unknown. There is no evidence of a manufacturing issue and no product design issues or discrepancies were observed that may have contributed to the complaint condition. Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient had a right hip fusion (B)(6) 2017. The patient complained of pain and on (B)(6) 2017, the hardware was removed intact (1 plate, three 3.5 mm proximal locking screws and three 3.5mm cortical screws). The surgeon noticed the three 3.5mm proximal locking screws had backed out. The patient was revised with another synthes system with a thirty (30) minute surgical delay. The procedure was successful with no harm to the patient. Concomitant devices reported: plate (part 02.108.315, lot l237971, quantity 1) screws - 3.5mm cortical screws (part unknown, lot unknown, quantity 3) this is report 3 of 3 for (B)(4).